Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 3 broken pieces of clips were received in a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor places three clips on the cystic duct side and one clip on the cystic gall bladder side. While transecting the duct with the harh36, he noticed that a clip that was on the duct had fragmented. He identified the pieces and removed all of them. Because of this, they opened another device and completed the case with no patient adverse events. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 07/26/2016. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 3 broken pieces of clips were received in a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. In addition, the returned pieces were inspected and they were found discolored, most likely due to being in contact with an energized device.